Event description:
It was reported during a scheduled device revision this right atrial (ra) lead was capped and abandoned with an unspecified reason. The lead was replaced successfully with a boston scientific product. This is all the information provided, and additional information has been requested. Outside of the revision, no adverse patient effects were reported.

Event description:
It was reported during a scheduled device revision this right atrial (ra) lead was capped and abandoned with an unspecified reason. The lead was replaced successfully with a boston scientific product. This is all the information provided, and additional information has been requested. Outside of the revision, no adverse patient effects were reported. Received additional information the lead would not release from the header during the scheduled device revision. The physician attempted to crack the header to release the lead but resulted in the lead being damaged and unsalvageable. The lead could not be completed capped due to wire had withdrawn into the insulation and had to be tied off and the lead was abandoned. A new atrial lead was implanted successfully with no patient complications. Outside of the revision, no adverse patient effects were reported.